Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she took off the insulin pump when she got the button error alarm and she put it back the esc stops working intermittently. Customer's blood glucose was 122 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm during testing. Insulin pump had unresponsive buttons due to corroded keypad traces. Insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.